Event description:
The pt stated that on 11/23/06, he had been thirsty all day and felt tired and over worked. On 11/24/06 he was still feeling thirsty and he was urinating frequently. He stated he had been bolusing all day to lower his blood glucose, but he could not say how high his blood glucose was because he had forgotten his blood glucose monitor at home. He stated at 3pm he removed his infusion site and the cannula was bent so he inserted a new infusion site and continued to bolus. He stated he began vomitting at midnight on 11/24/06 until 10am on 11/25/06. He stated he felt very disoriented and he was vomitting blood. The pt's sister took him to the emergency room in 2006 and he had a blood glucose reading of over 800 mg/dl. He stated his normal blood glucose is around 175 mg/dl. The pt stated his infusion device was removed at the hospital and it was never reconnected. The pt's doctor stated the pt's potassium level was very high and he was sent for an EKG. He was then admitted to the ICU and he was given an i.v. Drip to lower his blood glucose. The pt developed pneumonia from aspirating vomit into his lungs and he was given an antibiotic and an inhaler to assist with breathing. The pt was released from the hospital 5 days later. The pt stated he has been on insulin injections 3 days before releasing from hospital which is causing erratic blood glucose readings of 52-404 mg/dl. Product was requested to be returned for evaluation.